Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.

Manufacturer narrative:
Device switched off and never recovered during procedure. We are waiting for more information from the distributor. We are unaware about operator/patient injury.